Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp for mechanical circulatory support (msc) and experienced thrombus, access site bleeding and limb ischemia. The patient presented to the emergency department with diffused chest pain for two hours with radiation to neck. St-segment elevation myocardial infarction was noted, and the patient was emergently taken to the catheterization lab. Initially, an intra-aortic balloon pump (iabp) was placed. The percutaneous coronary intervention (pci) began utilizing the right radial. The patient continued to decline, and the decision was made to exchange the iabp to an impella cp device which was implanted without complication. The pci was with two stents to the right coronary artery. The patient had reoccluded the right coronary artery requiring further intervention. A large clot was noted, and pneumbra was utilized as well. Of note, the physician reported moderate to severe right ventricular dysfunction and considered right-sided impella support. There is no information that indicates right-sided support was initiated. The pci was completed. Following, it was noted there was bleeding around the blue suture hub was noted. The site remained oozy. Aggrastat was continued and activated clotting time was 385. The scrub tech was educated on proper groin dressing. However, there is continued disregard for the angle of insertion. The angle was lost and bleeding worsened. The bleeding was successfully managed with manual pressure, perclose synch, angle matching, and pressure dressing. The patient had received two units of packed red blood cells overnight. Additionally, the previous night, a distal perfusion catheter was placed as the patient lost pulses after impella cp manipulation. Impella mcs continued. A couple of days later, the patient had staged pci to the left anterior descending artery, and the impella was removed post procedure in the catheterization lab with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the bleeding around blue suture hub, activated clotting time (act) values reported during the time of bleed was 385. The cause of the bleeding is determined to be use issue due to anticoagulation management because the act values at the time of the bleed are higher than recommended. For ischemia/ thrombosis, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.